Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper device use which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from the (B)(6) that during service and evaluation, it was determined that the battery reamer device trigger was blocked, jammed, heavy moving, the motor power was too low, the gear was rough running, the trigger mechanism was seized and not aligned properly. It was further determined that the device failed pretest for check power with the test bench, trigger and electronic control unit function and trigger test. It was noted in the service order that the device had an unspecified malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.